Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: e1 initial reporter contact / address / phone numbers e4 initial reporter also sent report to FDA?: previously reported as no ; updated to unknown.

Manufacturer narrative:
The manufacturer previously missed information in section b5 and captired only as asthma allegation. After review, it was determined that section b5 should be filed as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma related to a CPAP device's sound abatement foam. Additional information need to capture about the alleged dyspnea, headache, cough and fatigue. Section h6 health effects: clinical codes has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. The patient required medication in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.